Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed no delivery. The customer's blood glucose level was 600 mg/dl at the time of the call. The customer was treated with water by a family friend who was a nurse. The caller stated that the device does not work properly and has been left without batteries for four days. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.